Event description:
Device issue: proximal shaft separation. Time of device issue: during procedure. Adverse event: none. It was reported that the procedure was to treat a heavily calcified lesion in the left anterior descending artery (lad) which had been pre-dilated. The 2.5 x 15 xience v was being pushed hard in an attempt to cross and the proximal shaft became kinked. As the device was being removed, the shaft separated. Two other xience v stents failed to cross; however, two 2.5 x 15 xience v stents were used to successfully treat the lesion. There were not pt effects. No add'l event or pt info was made available.

Manufacturer narrative:
(B)(4). Eval summary: the stent delivery system (sds) was returned with blood in the guide wire lumen and on the stent implant and balloon. There was contrast in the inflation lumen. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube was separated 15 cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. The hypotube jacket was separated at the same location the material at the separation was stretched and jagged. There were multiple kinks in the hypotube distal to the separation, for a length of 3 cm. There was no other damage noted to the sds. There were no kinks or damage noted to the tip or inner member. The entire length of the tip was measured and met mfg criteria. A snap gauge was used to measure the stent implant outer diameters and these met mfg criteria. It should be noted that the xience v instructions for use (IFU) states that applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as heavily calcified, which likely contributed to the failure to cross. The kinks and shaft separation were confirmed. The hypotube and jacket material were separated 15 cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating and the material at the separation was stretched and jagged. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. Additionally, there were multiple kinks in the hypotube distal to the separation. Since no damage was noted during product inspection prior to use, it is likely that the hypotube became kinked during the attempt to cross the lesion and ultimately separated during removal of the sds. A review of the product mfg records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint. The reported difficulties appear to be related to the operational context of the product and not a product quality deficiency. Product performance engineering will monitor the incident circumstances.